Event description:
Event description cpi received information that at a routine follow-up examination the tachy mode of this implantable cardioverter defibrillator (ICD) was found to have been changed to ofr by a magnet. The tachy mode was reprogrammed to on, but when the ICD was reinterrogated a few hours later, the mode had again been changed to off with a magnet. The ICD was then explanted and replaced.